Manufacturer narrative:
Visual inspection was not performed as the lens was discarded by the surgery site. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test was the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye in a secondary procedure due to unexpected residual posterior corneal astigmatism where it was needed to increase cylinder power from zct400 to 600. The lens was discarded. Further information indicated the lens had dislocated in the patient's eye. The lens was replaced with a model zct600 lens and the patient was reported to have recovered.